Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative regarding a patient implanted with a neurostimulator. It was reported that the patient had a return of symptoms and they took the amplitude to 2.0 and the impedance was greater than 4,000. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was not determined and the patient was going to meet with the doctor. There were no further symptoms or complications reported or anticipated.